Manufacturer narrative:
Correction to h10 of the initial report. The customer provided third-party culture results including 12 cfus of identified organisms. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results: device tested positive in raiser pipe (channel erecteur) distal end. Sampling report date: (B)(6) 2022. Sample test results on (B)(6) 2022- micro organism revivable at 30 degrees celsius ( 12 cfu/100 ml). Absence of microorganism indicators these are staphylococcus aureus, pseudomonas, enterobacter,stenotrophomonas maltophilia were noted. Sample test results on (B)(6) 2022- staphylococcus epidermis (number of colony not provided) . The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: paa_cds machine etd 4 sn (B)(4). Aer/ewd reprocessor: tested. Model name: etd 4. Detergent name: olympus endodet. Disinfectant name: olympus endodis. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used for pre cleaning ¿ none. Manual cleaning : detergent used : aniosyme x 3. Brush points: instrument / suction channel , suction cylinder , instrument channel port, distal end areas around elevator. Brush model: lta medical kit d-2748/25. Manual disinfection performed- not performed. Disinfectant used: n/a. Scope : not sterilized. Scope storage: drying cabinet. Edc+ sn (B)(4). Scope maintenance : by olympus. Rrc (regional repair center) france olympus device evaluation and inspection has not yet been started and evaluation reports are not available at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. The subject device regional repair center (rrc) france olympus device evaluation found the following : air leak inspection failed. Channel cleaning brush passage test failed. Leak on control unit grip noted. Wrinkle on connecting tube. Control body (scope body) damaged. Electrical connector corroded. Wear and tear noted on biopsy channel. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.